Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high pacing lead impedance measurement. Boston scientific technical services (ts) reviewed the lv lead impedance measurement and was about 1620 to 1723 ohms but did trip the alert and got out-of-range impedance measurement. The patient will be brought to the clinic for further evaluation. Additional information indicated that the source of high pacing impedance measurement was not determined and the patient will continue to be monitored via the patient's remote home monitoring system. This system remains in service. No adverse patient effects were reported.